Event description:
It was reported that the lead was used as a temporary lead while positioning a permanent lead. It was noted the patient became dependent as soon as the lead was introduced and the patient went asystolic (heart rate had been 15-20 bpm). The lead was advanced to the apex and used as a temporary pacemaker while another lead could be positioned to a better physiologic spot. It was noted the patient became dependent as soon as the lead was introduced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary- the full lead was returned in segments, analysis was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.